Manufacturer narrative:
Upon further review, it was determined that the reported issue took place during preventive maintenance testing of the device. There is no customer alleged quality complaint nor reported issue that occurred during normal operation of the device.

Manufacturer narrative:
(B)(4). The customer reported the suspect main pcb component is available for analysis and a return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect main pcb for evaluation. In the event that the device/component is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported an intermittent "transducer fault" alarm on startup. The customer determined the likely cause was associated with the main printed circuit board (pcb) and a replacement main pcb was ordered. The customer stated no patient involvement with this event.